Manufacturer narrative:
(B)(4). We are currently in process of completing our investigaiton. We will provide a follow up report upon completion of our investigation.

Event description:
A health authority in (B)(6) reported on a behalf of a healthcare facility vis a fisher & paykel healthvare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula broke during use. It was reported that the patient desaturated to 60% spo2. There was no further patient consequence. The patient was provided bag valve mask therapy while the cannula was replaced.

Event description:
A health authority in canada reported on a behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula broke during use. It was reported that the patient desaturated to 60% spo2. There was no further patient consequence. The patient was provided bag valve mask therapy while the cannula was replaced.

Manufacturer narrative:
(B)(4), the opt944 optiflow + adult nasal cannula is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer and our knowledge of our product. Results: visual inspection of the provided photo was performed and the photo showed the tubing was broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."